Manufacturer narrative:
Model: unknown. (B)(4). The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the root cause of the reported regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Follow up investigation is in progress. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
Edwards received information that an (B)(6)-year-old male patient received a valve-in-valve treatment after an unknown implant duration of this 27mm aortic valve. The reason for intervention was deterioration which led to regurgitation. During the procedure, a 26mm aortic valve was implanted. Patient's outcome was reported as stable.